Event description:
The complainant alleged that during a biomed testing, on power up there was only flickering artifact visible on display. The complainant indicated that there was no pt involvement in the reported malfunction.